Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during device preparation of a mitraclip xtw, one gripper could not be lowered. Troubleshooting was performed, but the issue did not resolve. The device was replaced to complete the procedure. No additional information was provoded.